Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the existing device was removed and a new ipp was implanted. During the procedure fluid loss was identified due to a fracture identified in the tubing from right cylinder to pump caused by long term usage of the device. The patient did not experience any adverse events.